Event description:
Boston scientific received information that a perforation occurred during the implant procedure. This was detected by a drop in blood pressure. A peracentesis was performed.

Manufacturer narrative:
All available information indicates the lead remains in service. Should additional information become available, this report will be updated.